Event description:
The patient reported that on (B)(6) 2011, he experienced a low blood glucose (bg) with confusion and poor vision while driving his car. He stated that 911 was called and an emt treated him with glucose gel. The patient stated that within 15 minutes of receiving treatment, his bg responded to 60 mg/dl and within 30 minutes after treatment his bg was 90 mg/dl. The patient stated that he did not go to the ER and was released by the emt. He noted that he was new to insulin pump therapy, and that he discontinued the pump after the low bg incident and resumed insulin injections. The patient stated that the week prior to the reported incident, he had been on a saline trial, and the evening before training he took half his usual dose of lantus. The patient stated that he started using his basal delivery of insulin via the pump on (B)(6) 2011. Customer support reviewed the pump with the patient and found no mechanical issues with the pump. The pump is not being returned at this time, and the patient reportedly resumed insulin pump therapy on (B)(6) 2011. Customer support determined that the cause of the low bg was that the patient still had long-lasting insulin (lantus) in his system at the same time, he was receiving basal delivery insulin via the pump. This complaint is being reported as use error due to the patient's alleged hypoglycemic event while using insulin pump therapy in conjunction with a long lasting insulin injection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.